Manufacturer narrative:
Reported event: an event regarding instability involving an unknown baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant . Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Additional information including device identification and return, operative reports, progress notes and x-rays are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised to due instability from an unknown cause. Rep confirmed that intraoperatively, nothing was found to be loose or broken. A size 4 ps femur, size 5 universal baseplate, and 5x11 ps insert were revised to a size 4 ts femur, size 5 universal baseplate with augments, and a 5x13 ts insert. Rep confirmed that no further information would be released by the hospital or surgeon.